Event description:
On (B)(6) 2007, the dialyzer (aps-13sa) was used for hemodialysis (hd). Three hour after start of treatment, blood pressure decreased (systolic blood pressure: 136 = 78 mmhg). Additionally abdominal pain and vomiting occurred. After the onset of these symptoms, physiological saline 200 ml and oxygen 2 l was administered. The patient recovered and went back to home.

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Aps-13sa is identical model to rexeed-21s marketed in us. The used device could not be analyzed because it was discarded by the user facility. So we reviewed manufacturing records, quality records of lot# n6zyzf. As a result, no abnormality was found in records. (B)(4). At these reactions occurred 3 hour after start of treatment, these are likely more related to excess ultra filtration and lack of normal compensatory response of patient.